Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have a total hysterectomy last year') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("I started having horrendous back pain "), paralysis ("anything else almost felt paralyzing"), abdominal pain lower ("then last year I started having lower abdominal pains"), ovarian cyst ("I had a cyst on my ovaries a huge cyst") and menopause ("going through full blown menopause"). Essure was removed. At the time of the report, the medical device removal, paralysis, abdominal pain lower, ovarian cyst and menopause outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, back pain, medical device removal, menopause, ovarian cyst and paralysis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, back pain, paralysis, menopause, ovarian cyst . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('have a total hysterectomy last year') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("I started having horrendous back pain "), paralysis ("anything else almost felt paralyzing"), abdominal pain lower ("then last year I started having lower abdominal pains"), ovarian cyst ("I had a cyst on my ovaries a huge cyst") and menopause ("going through full blown menopause"). Essure was removed. At the time of the report, the medical device removal, paralysis, abdominal pain lower, ovarian cyst and menopause outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, back pain, medical device removal, menopause, ovarian cyst and paralysis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, back pain, paralysis, menopause, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.